Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). Associated medwatch [mr# 1221934-2018-50082].

Event description:
It was reported that healix advance br 4.5mm was used during the arthroscopic rotator cuff repair on (B)(6) 2017. When the surgeon inserted first anchor to the bone hole, the tip of the anchor was broken. When the surgeon inserted and rotated the second anchor, there was a crack on the anchor. When the surgeon performed awl/tap once, inserted the third anchor with a caution of insertion angle, the surgeon was able to fix the anchor safely. The patient was a (B)(6)-year-old male. It was brand new and the first use when the issue occurred. There was no delay in surgery and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the anchor fractured (visible crack) during use. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed with an nr during production, for the lot. However, this non-conformance is not relevant to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Further, a review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch [mr# 1221934-2018-50082].

Manufacturer narrative:
(B)(4). The expiration date is currently unavailable. Associated medwatch [mr # 1221934-2018-50082].

Event description:
It was reported that healix advance br 4.5mm was used during the arthroscopic rotator cuff repair on (B)(6) 2017. When the surgeon inserted first anchor to the bone hole, the tip of the anchor was broken. When the surgeon inserted and rotated the second anchor, there was a crack on the anchor. When the surgeon performed awl/tap once, inserted the third anchor with a caution of insertion angle, the surgeon was able to fix the anchor safely. The patient was a (B)(6) year-old male. It was brand new and the first use when the issue occurred. There was no delay in surgery and no harm to the patient. Additional information from affiliate 01/25/2018: no additional information was provided on the location of the break on the implant. No additional information was provided on the patient's bone quality. No additional information was provided on if the insertion was off axis.